Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital for an infection and her blood glucose was going high. The blood glucose reading was over 400mg/dl. The customer stated that the battery last less than a week. Troubleshooting was performed. Reviewed the programming and found that the customer adjusted her basal rates the day before the event. Ran a fixed prime and high pressure test and they passed. The customer stated that she will change the infusion set to resolve the issue. No further information was provided.